Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing found that contamination at the latch/lock area and downstream occlusion (dso) sensor area. The investigation determined that the contamination was the most likely cause for the issue. The dso sensor was replaced.

Event description:
It was reported that the pump had a cassette detection error. There was unknown patient involvement. No patient harm/adverse event was reported.